Event description:
It was reported that the patient underwent a generator upgrade and a new rv lead was implanted. During his overnight stay, patient felt dizzy and fell down. Increased high threshold was observed and the EKG revealed loss of capture. The lead was explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.